Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, blood coagulation disorder, smoker. After emergency surgery, the superstructure was removed at the hospital and the implant came out.